Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ("still see portions of the essure") and device dislocation ("missing essure, a displaced essure") in a 40-year-old female patient who had essure (batch no. 846837) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did not go to her post procedure hsg" in 2019. Medical conditions: she went back for her follow up imaging they said that they still see portions of the essure. In 2011, the patient had essure inserted. In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and essure removed, fallopian tubes removed). Essure was removed. At the time of the report, the device breakage and device dislocation had not resolved. The reporter provided no causality assessment for device breakage and device dislocation with essure. The reporter commented: discrepancy noted: product continued: yes diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: essure displaced and see portions of essure still inside. Most recent follow-up information incorporated above includes: on 2-apr-2019: event medical device removal was displaced by missing essure a displaced essure, still see portions of the essure and did not go to her post procedure hsg were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ("still see portions of the essure") and device dislocation ("missing essure, a displaced essure") in a 40-year-old female patient who had essure (batch no. 846837) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did not go to her post procedure hsg" in 2019. Medical conditions: she went back for her follow up imaging they said that they still see portions of the essure. In 2011, the patient had essure inserted. In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and essure removed, fallopian tubes removed). Essure was removed. At the time of the report, the device breakage and device dislocation had not resolved. The reporter provided no causality assessment for device breakage and device dislocation with essure. The reporter commented: discrepancy noted: product continued: yes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: essure displaced and see portions of essure still inside. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("scheduled for essure removal") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was scheduled for essure device removal). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.